Event description:
On (B)(6) 2024, a patient underwent for a port placement placed using power port MRI isp, 8 fr via groshong, int w sp, attachable sl via lateral to the insertion site in the jugular vein. On (B)(6) 2025, after that post port placement, the catheter allegedly found cracked halfway after a year inside the patient. It was further reported that patient allegedly experienced redness and sore, irritation, pain and redden of skin, infiltration, extravasation. Reportedly, the catheter was allegedly found leaking. The power port was removed and a new one reinserted on the antipodes. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent for a port placement placed using power port MRI isp, 8 fr via groshong, int w sp, attachable sl via lateral to the insertion site in the jugular vein. On (B)(6) 2025, after that post port placement, the catheter allegedly found cracked halfway after a year inside the patient. It was further reported that patient allegedly experienced redness and sore, irritation, pain and redden of skin, infiltration, extravasation. Reportedly, the catheter was allegedly found leaking. The power port was removed and a new one reinserted on the antipodes. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one photo and one powerport isp MRI implantable port with an attached groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A partial circumferential break was observed to the catheter. The edges of the partial circumferential break on the attached catheter were noted to be uneven. The surface was noted to be round and smooth throughout both regions. Multiple kinks were noted throughout the attached catheter. Upon infusion, a leak from the partial circumferential break was observed while water exited the distal end of the attached catheter. Therefore, the investigation is confirmed for the reported catheter fracture, fluid leak and identified deformation and naturally worn issues for one device. However, due to the absence of supporting evidence, the investigation is inconclusive for reported catheter fracture and fluid leak issues for the remaining four devices. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event for one device and a definitive root cause could not be determined for the remaining four devices. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.